Event description:
It was reported that a spectrum infusion pump was alarming sys error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the sys error 322 caused by a failed lower auxiliary flex. The failed lower auxiliary assembly was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate sys error 322 alarms.